Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported that the customer obtained an unspecified low reading on the adc freestyle libre sensor on (B)(6) 2018 at approximately 1:30 p.m. (Trend arrow diagonally downward). Customer reported he had no symptoms of low blood glucose, but self-treated with 900 ml of raspberry syrup, which resulted in his blood sugar raising. Customer had contact with the healthcare provider who diagnosed him with high blood sugar and treated with unspecified units of insulin. It is unknown how much time elapsed between the sensor reading and treatment by hcp. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported that the customer obtained an unspecified low reading on the adc freestyle libre sensor on (B)(6) 2018 at approximately 1:30 p.m. (Trend arrow diagonally downward). Customer reported he had no symptoms of low blood glucose, but self-treated with 900 ml of raspberry syrup, which resulted in his blood sugar raising. Customer had contact with the healthcare provider who diagnosed him with high blood sugar and treated with unspecified units of insulin. It is unknown how much time elapsed between the sensor reading and treatment by hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the representative of product available in the field and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for libre sensors and showed no trips. If the product is returned, the case will be re-opened, and a physical investigation will be performed.